Event description:
It was reported that a new ilet pump user experienced recurrent nocturnal hypoglycemia with a documented lowest glucose of 53 mg/dl while intermittently announcing meals, frequently suspending insulin, and often stopping dosing; the customer requested additional training and was warm transferred for clinical support. Symptoms included low blood glucose and associated hypoglycemic manifestations per the blood glucose questionnaire. Outcomes included self-treatment with oral glucose and no hospitalization. Troubleshooting and education were completed, and additional training was assigned. Investigation included review of device reports and user-reported history. Investigation of this case revealed a cause of hypoglycemia that remained unclear. It was concluded that the event was user-related with undetermined root cause and that further clinical training would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.